Event description:
It was reported that during a lap gastric bypass procedure, the seal was allowing air to enter when a 5mm device was placed through the trocar. They used another trocar to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time. Serial # = na.